Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an adverse event that occurred on (B)(6) 2015. The patient stated that they passed out on the street and were taken to the hospital. Patient was unaware of who called the paramedics. It was further reported that the cgm device displayed blood glucose level as 230 mg/dl, but blood glucose meter was over 500 mg/dl. Patient noted that she was unsure of the timeframe of events. Patient also reported that the high blood sugar was not a concern to the medical professionals, as the event was attributed to a blocked artery. Patient does not believe there was any treatment for the high blood sugar. At the time of contact with dexcom the patient reported feeling better. No additional medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).